Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the reported difficulties appear to be related to circumstances of the procedure. It was reported that the tip was noted to be bent preventing the filter from retracting into the retrieval catheter. It is likely that anatomical conditions or an excessive embolic load in the filter caused the filter to bend during retraction preventing retrieval. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated.

Event description:
It was reported that when attempting to retrieve the filter of the emboshield nav6 a bend at the tip was noted, preventing its retraction back into the catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.